Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the field event could not be determined.

Event description:
It was reported that high pacing threshold and noise were observed. Further information received notes that at the patients request, he was downgraded from an ICD to a bi-ventricular pacemaker. The ICD was explanted.